Event description:
A distributor contacted zoll on 07/17/2015 to report that a (B)(6) male was being irritated by the back therapy electrode pads and had a bruise under one of the electrodes. The patient's doctor prescribed him a cream. Follow-up indicated that the cream improved the skin irritation.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.